Event description:
It was originally reported that the pt experienced acute pain at the pocket site. The pain would worsen when leaning. It was noted that the pt has lost weight. The healthcare provider confirmed that the pt experienced a new pain at the device site and wound dehiscence. The device was close to her skin due to weight loss. The physician plans to return to the operating room to create a deeper pocket. No injury to the pt was reported.

Manufacturer narrative:
(B) (4).